Event description:
A report received from the USA stated an 840 ventilator experienced an inoperable graphical user interface (gui) display. There was no pt involvement.

Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse upgraded the software to the current revision and performed extended self-test (est), short self-test (sst), and the performance verification test (pvt), the device operated within the manufacturing specifications. (B)(4).